Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the devices was set up but the green indicator did not illuminate and the first firing was not able to be performed. A new shell was used but the screen displayed zero. After the procedure was completed, they checked the devices and the green indicator illuminated. The surgical time was extended by more than 30 minutes.